Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). Device not returned. As the account or reporter's information was not provided, no further follow up could be conducted. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.